Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported, the infusion device display has a big black spot in the middle of the display. Mother stated, the values are not completely readable. Mother reported the issue began in (B)(6) 2012; exact date is unknown. Mother stated, the pt's blood glucose level is okay. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.